Event description:
This is a spontaneous case report received from a lawyer/ attorney in the united states, on behalf of a plaintiff in united states on 23-sep-2016. It refers to an adult (>=18y & <65y) female consumer who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2008. Shortly after undergoing the essure procedure, an hsg (hysterosalpingogram) test was performed and plaintiff was advised that her coils were properly placed. However, plaintiff's post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, chronic back pain, abdominal pain, abdominal bloating, excessive hair loss, and dental problems. Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. She subsequently sought treatment for her symptoms from her physicians, but was unable to resolve her symptoms. In early 2009, plaintiff discovered she was pregnant and later gave birth to a child in (B)(6) 2009. In (B)(6) 2009, plaintiff underwent a partial hysterectomy to remove her essure coils. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and, approximately 6 months after insertion procedure, she became pregnant. She also experienced chronic pelvic pain. These both events are listed in the reference safety information for essure. Chronic pelvic pain may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this event and suspect insert cannot be excluded. Unintended pregnancies may occur during any contraceptive use. In the present case, consumer underwent a confirmation test and results showed that coils were properly placed; however, she became pregnant approximately 6 months after insertion. Given the nature of this event causality with essure cannot be excluded. This case was regarded as incident since device removal was required. Other nonserious events were reported. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of essure device location of device: coil embedded in ,other tissue'), uterine infection ('infection (other) describe:uterine'), pelvic pain ('chronic pelvic pain') and pregnancy with contraceptive device ('pregnant/ pregnancy (no complications)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), uterine infection (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), medical device discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding\ abnormal bleeding (menorrhagia)"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), alopecia ("excessive hair loss"), tooth disorder ("dental problems"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)type: uti"), vulvovaginal mycotic infection ("infection (other) describe: yeast"), dysmenorrhoea ("dysmenorrhea (cramping)"), cyst rupture ("other injury(ies) or complication please describe: cyst ruptured") and vaginal infection ("vaginal infection") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (full)). Essure was removed in (B)(6) 2009. At the time of the report, the embedded device, uterine infection, pelvic pain, medical device discomfort, menorrhagia, back pain, abdominal pain, abdominal distension, alopecia, tooth disorder, vaginal haemorrhage, urinary tract infection, vulvovaginal mycotic infection, dysmenorrhoea, cyst rupture and vaginal infection outcome was unknown and the pregnancy with contraceptive device had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, cyst rupture, dysmenorrhoea, embedded device, medical device discomfort, menorrhagia, pelvic pain, pregnancy with contraceptive device, tooth disorder, urinary tract infection, uterine infection, vaginal haemorrhage, vaginal infection and vulvovaginal mycotic infection to be related to essure. The reporter commented: discrepancy: previously added hsg test in lab data & in current pfs patients reported -patient did not undergo essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils were properly placed. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Lack of efficacy is a known possible undesirable event which can occur with the use of any product and is not necessary indicative of a quality defect. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. Based on the provided information the defect type /usability issue corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy event cannot be totally excluded. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received : events added- vaginal infection. Reporter added. Essure insertion date updated . No lot number or device sample was received in this case. A review of our complaint records and other non-conformances data was conducted; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of essure device location of device: coil embedded in ,other tissue'), uterine infection ('infection (other) describe:uterine'), pelvic pain ('chronic pelvic pain') and pregnancy with contraceptive device ('pregnant/ pregnancy (no complications)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In june 2008, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), uterine infection (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), medical device discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding\ abnormal bleeding (menorrhagia)"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), alopecia ("excessive hair loss"), tooth disorder ("dental problems"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)type: uti"), vulvovaginal mycotic infection ("infection (other) describe: yeast"), dysmenorrhoea ("dysmenorrhea (cramping)") and cyst rupture ("other injury(ies) or complication please describe: cyst ruptured") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (full)). Essure was removed in september 2009. At the time of the report, the embedded device, uterine infection, pelvic pain, medical device discomfort, menorrhagia, back pain, abdominal pain, abdominal distension, alopecia, tooth disorder, vaginal haemorrhage, urinary tract infection, vulvovaginal mycotic infection, dysmenorrhoea and cyst rupture outcome was unknown and the pregnancy with contraceptive device had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, cyst rupture, dysmenorrhoea, embedded device, medical device discomfort, menorrhagia, pelvic pain, pregnancy with contraceptive device, tooth disorder, urinary tract infection, uterine infection, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. The reporter commented: discrepancy: previously added hsg test in lab data & in current pfs patients reported -patient did not undergo essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils were properly placed. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Lack of efficacy is a known possible undesirable event which can occur with the use of any product and is not necessary indicative of a quality defect. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. Based on the provided information the defect type /usability issue corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy event cannot be totally excluded. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs was received. New events abnormal bleeding (vaginal), urinary tract infection, yeast infection, uterine infection, migration of essure device location of device: coil embedded in other tissue, dysmenorrhea, cyst ruptured were added. Lawyer was added. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Follow-up received on 26-oct-2016. Quality safety evaluation of ptc investigation result: ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Lack of efficacy is a known possible undesirable event which can occur with the use of any product and is not necessary indicative of a quality defect. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. Based on the provided information the defect type /usability issue corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy event cannot be totally excluded. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and, approximately 6 months after insertion procedure, she became pregnant. She also experienced chronic pelvic pain. These both events are anticipated in the reference safety information for essure. Chronic pelvic pain may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this event and suspect insert cannot be excluded. Unintended pregnancies may occur during any contraceptive use. In the present case, consumer underwent a confirmation test and results showed that coils were properly placed; however, she became pregnant approximately 6 months after insertion. Given the nature of this event causality with essure cannot be excluded. This case was regarded as incident since device removal was required. Other nonserious events were reported. A product quality defect could not be confirmed but is considered plausible. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('some retained segment of essure'), embedded device ('migration of essure device location of device: coil embedded in ,other tissue'), pelvic pain ('chronic pelvic pain') and uterine infection ('infection (other) describe:uterine') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pelvic inflammatory disease, chronic cervicitis, endometriosis and menometrorrhagia. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), uterine infection (seriousness criteria medically significant and intervention required), medical device discomfort ("discomfort"), heavy menstrual bleeding ("heavy menstrual bleeding\ abnormal bleeding (menorrhagia)"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), alopecia ("excessive hair loss"), tooth disorder ("dental problems"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)type: uti"), vulvovaginal mycotic infection ("infection (other) describe: yeast"), dysmenorrhoea ("dysmenorrhea (cramping)"), cyst rupture ("other injury(ies) or complication please describe: cyst ruptured") and vaginal infection ("vaginal infection") and was found to have a pregnancy with contraceptive device ("pregnant/ pregnancy (no complications)"). The patient was treated with surgery (bilateral partial salpingectomy,laparoscopic hysterectomy (full), cystoscopy and hysterectomy (full)). Essure was removed on (B)(6) 2010. At the time of the report, the device breakage, embedded device, pelvic pain, uterine infection, medical device discomfort, heavy menstrual bleeding, back pain, abdominal pain, abdominal distension, alopecia, tooth disorder, vaginal haemorrhage, urinary tract infection, vulvovaginal mycotic infection, dysmenorrhoea, cyst rupture and vaginal infection outcome was unknown and the pregnancy with contraceptive device had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, cyst rupture, device breakage, dysmenorrhoea, embedded device, heavy menstrual bleeding, medical device discomfort, pelvic pain, pregnancy with contraceptive device, tooth disorder, urinary tract infection, uterine infection, vaginal haemorrhage, vaginal infection and vulvovaginal mycotic infection to be related to essure. The reporter commented: discrepancy: previously added hsg test in lab data & in current pfs patients reported -patient did not undergo essure confirmation test. Discrepancy noted in removal date- current fu not removed mentioned. Removal date also mentioned as (B)(6) 2009 and (B)(6) 2009. On (B)(6) 2010, there was a segment of tube about 1 cm possibly with possibly some retained segment of essure dr removed this separately. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils were properly placed. Pathology test - on (B)(6) 2009: the first container is labeled "left uterine tube" and has a segment of uterine tube measuring 2.0 cm long and 0.7 cm in diameter. The serosa is smooth and glistening. The lumen has a silver-colored coiled metal wire. This is now removed. All transverse sections of the uterine tube are embedded as a. The second container is labeled "right uterine tube" and has a segment of uterine tube measuring 1.4 cm long and 1.0 - 0.6 cm wide.; on (B)(6) 2010: the first specimen consists of a segment of right fallopian tube measuring 1.0 x 0.6 cm. Representative section are embedded as a the second specimen consists of the uterus with cervix weighing 58 grms and measuring 5.0 x 2.5 x 3.0 cm. On serial sectioning, no myometrial lesions are identified but one metallic essure is noted measuring 1.0 cm long _the third specimen consists of a segment of left assure measuring 1_3 cm long. The fourth specimen consists of segment of essure measuring 1_0 cm long in greatest dimension. The following events ones were confirmed in patient¿s medical records: embedded device, pelvic pain. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device breakage. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Lack of efficacy is a known possible undesirable event which can occur with the use of any product and is not necessary indicative of a quality defect. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. Based on the provided information the defect type /usability issue corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy event cannot be totally excluded. Most recent follow-up information incorporated above includes: on 29-nov-2021: medical record received. Reporter information and medical history added. New event "some retained segment of essure" added. Removal date and surgery detail updated. Event pregnancy with contraception seriousness criteria updated as non-serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('some retained segment of essure'), embedded device ('migration of essure device location of device: coil embedded in ,other tissue'), pelvic pain ('chronic pelvic pain') and uterine infection ('infection (other) describe:uterine') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pelvic inflammatory disease, chronic cervicitis, endometriosis and menometrorrhagia. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), uterine infection (seriousness criteria medically significant and intervention required), medical device discomfort ("discomfort"), heavy menstrual bleeding ("heavy menstrual bleeding\ abnormal bleeding (menorrhagia)"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), alopecia ("excessive hair loss"), tooth disorder ("dental problems"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)type: uti"), vulvovaginal mycotic infection ("infection (other) describe: yeast"), dysmenorrhoea ("dysmenorrhea (cramping)"), cyst rupture ("other injury(ies) or complication please describe: cyst ruptured") and vaginal infection ("vaginal infection") and was found to have a pregnancy with contraceptive device ("pregnant/ pregnancy (no complications)"). The patient was treated with surgery (bilateral partial salpingectomy,laparoscopic hysterectomy (full), cystoscopy and hysterectomy (full)). Essure was removed on (B)(6) 2010. At the time of the report, the device breakage, embedded device, pelvic pain, uterine infection, medical device discomfort, heavy menstrual bleeding, back pain, abdominal pain, abdominal distension, alopecia, tooth disorder, vaginal haemorrhage, urinary tract infection, vulvovaginal mycotic infection, dysmenorrhoea, cyst rupture and vaginal infection outcome was unknown and the pregnancy with contraceptive device had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, cyst rupture, device breakage, dysmenorrhoea, embedded device, heavy menstrual bleeding, medical device discomfort, pelvic pain, pregnancy with contraceptive device, tooth disorder, urinary tract infection, uterine infection, vaginal haemorrhage, vaginal infection and vulvovaginal mycotic infection to be related to essure. The reporter commented: discrepancy: previously added hsg test in lab data & in current pfs patients reported -patient did not undergo essure confirmation test. Discrepancy noted in removal date- current fu not removed mentioned. Removal date also mentioned as (B)(6) 2009 and (B)(6) 2009. On (B)(6) 2010, there was a segment of tube about 1 cm possibly with possibly some retained segment of essure dr removed this separately diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils were properly placed. Pathology test - on (B)(6) 2009: the first container is labeled "left uterine tube" and has a segment of uterine tube measuring 2.0 cm long and 0.7 cm in diameter. The serosa is smooth and glistening. The lumen has a silver-colored coiled metal wire. This is now removed. All transverse sections of the uterine tube are embedded as a. The second container is labeled "right uterine tube" and has a segment of uterine tube measuring 1.4 cm long and 1.0 - 0.6 cm wide.; on (B)(6) 2010: the first specimen consists of a segment of right fallopian tube measuring 1.0 x 0.6 cm. Representative section are embedded as a the second specimen consists of the uterus with cervix weighing 58 grms and measuring 5.0 x 2.5 x 3.0 cm. On serial sectioning, no myometrial lesions are identified but one metallic essure is noted measuring 1.0 cm long _the third specimen consists of a segment of left assure measuring 1_3 cm long. The fourth specimen consists of segment of essure measuring 1_0 cm long in greatest dimension. The following events ones were confirmed in patient¿s medical records: embedded device, pelvic pain. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device breakage. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 15-dec-2021: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data wias conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.